Event description:
It was reported the customer was hospitalized for low blood glucose on (B)(6) 2015. The customer's blood glucose was 43 mg/dl at the time of admission. Customer stated they were feeling dizzy prior to their hospitalization. The customer also was unsure why they experienced low blood glucose. Customer also reported receiving no delivery alarms prior to their hospitalization. The customer's blood glucose was 600 mg/dl at the time of the call. Customer had treated their blood glucose with glucose tablets. The customer also stated they were having high blood glucose because they did not give themselves any insulin. Advised the customer to perform a fixed prime and insulin did exit. Customer stated they would monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.